Event description:
It was reported that the lead has had a gradual rise in impedance and threshold. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead has had a gradual rise in impedance and threshold. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the lead showed signs of large impedance changes both high and low, was over and under sensing and had unacceptable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for this evaluation. We did receive performance data collected from the device and have analyzed the data. The impedance of the lead as recorded by the device has increased from approximately 500 ohms in (B)(6) 2009 to approximately 1680 ohms in (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The impedance of the lead as recorded by the device has increased from approximately 500 ohms in (B)(6) 2009 to approximately 1680 ohms in (B)(6) 2010. The distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, the distal conductor was stretched, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and here was a white substance found on the device/lead.